Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned product found contrast visible in the loosely folded balloon and inflation lumen, consistent with preparation and use of the product. A non-abbott guide wire was returned with contrast on the coils. There was a kink in the tip 2 mm proximal to the tip ball. The inner diameters of the tip past the proximal seal and guide wire exit notch were measured and met manufacturing criteria. The outer diameter of the returned guide wire was measured to be 0.01411 inches. The returned guide wire was back loaded through the returned balloon catheter without resistance noted. The guide wire was then inserted in the guide wire lumen of the returned balloon catheter and a new indeflator, filled with water, was used to pressurize the balloon to the rated burst pressure, to check guide wire movement for collapsed lumen. While pressurized the guide wire was not able to move and strong resistance was noted. The inner member was collapsed sporadically 3.5cm proximal to the proximal seal, for a length of 15.3 cm. Negative pressure was pulled and the guide wire was removed without resistance noted. Inner member collapse can be a result of a material discrepancy, incorrect preparation for use, guide wire size selection, or high pressure/multiple inflations, and as the guide wire was able to be removed with no resistance after pressurization, there is no indication of a product quality deficiency as this is acceptable per the product specification. Factors that may contribute to the inability to advance the catheter over the guide wire and cause resistance between the devices may include, but not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. To ensure this is not the result of product deficiency, all catheters are 100% visually inspected for damage at numerous points in the manufacturing process and proper guide wire movement on the manufacturing line. Additionally, during lot release testing, a sampling of units is destructively tested to ensure proper guide wire reversibility. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no other incidents reported for this lot. The reported difficulties removing the guide wire could not be confirmed, there is no indication of a product quality deficiency.

Event description:
It was reported that the procedure was to treat a lesion in the proximal left anterior descending artery with mild calcification. The trek balloon was advanced and inflated at the lesion two times at 8 atmospheres. The balloon was deflated; however, heavy resistance was noted with a non-abbott guide wire during removal. The devices were removed as a single unit, and a new balloon was used with the same guide wire successfully. There were no adverse patient effects reported. No additional information was provided.